Event description:
It was reported that during a stenting treatment procedure, the stent prematurely deployed. The 90% stenosed target lesion was located in the moderately calcified subclavian artery. Pre-dilation was performed with an 8.0x40mm balloon catheter; residual stenosis was 60%. The 8x42x1350 sentinol biliary stent system was introduced with resistance noted during insertion. The stent partially deployed while attempting to advance in the sheath and was unable to be recovered. The sentinol and the introducer sheath were removed together and the procedure was completed with another of the same sentinol. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent prematurely deployed. The 90% stenosed target lesion was located in the moderately calcified subclavian artery. Pre-dilation was performed with an 8.0x40mm balloon catheter; residual stenosis was 60%. The 8x42x1350 sentinol biliary stent system was introduced with resistance noted during insertion. The stent partially deployed while attempting to advance in the sheath and was unable to be recovered. The sentinol and the introducer sheath were removed together and the procedure was completed with another of the same sentinol. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the tuohy was in the closed position. The exterior shaft was kinked 2.5cm from the exterior hub. The partially expanded distal end of the stent was protruding from the distal end of the exterior shaft. The device was functionally tested by prepping and retracting the exterior shaft; the stent deployed with no unusual resistance. Visual inspection of the stent and the delivery system after functional testing observed there were no product quality deficiencies that could have contributed to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu indicates "the sentinol nitinol biliary stent system is indicated for transhepatic palliation of malignant neoplasms in the biliary tree." (B)(4).

Manufacturer narrative:
(B)(4)